Event description:
The pt reported a loss of stimulation on (B)(6) 2007. A loss of efficacy due to possible wire fracture was suspected. The product had been placed in (B)(6) 2006. The device was explanted on (B)(6) 2006 and returned to the manufacturer for analysis after two months implant duration. No pt injury or complication has been attributed to the reported event.

Manufacturer narrative:
(B)(4). Final device analysis results reveal the #0 conductor wire is broken; the fracture is located 14.5-cm from the distal tip. Visual exam shows the product outer insulation material is pinched; markings observed in the outer insulation are located 15.8-cm from the distal tip. Suspected anchor or suture site. Inspection shows the lead is stretched at the #0 proximal connector sleeve. The distal tip is intact and undamaged. Device analysis confirms the reason for return. Product service life was approx 2 months.